Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that they expected 12 ml and were unable to ¿appreciate¿ any medication from the pump. The technical service (ts) reviewed possible reasons for the volume discrepancy. The ts recommended monitoring the pump to see if this was a recuring issue. The healthcare provider (hcp) stated that this was the first time she refilled this patient's pump. No symptoms were reported.